Event description:
The initial reporter originally called on 08-mar-2022 to question inr results with coaguchek xs serial number (B)(4) compared to the dade innovin laboratory method. This event is captured on manufacturer report number 1823260-2022-00916-00. During that call, the initial reporter alleged that the patient had a stroke event in 2015 and "believes" the patient was using the coaguchek xs meter with serial number (B)(4). The reporter stated that, on (B)(6) 2015, the patient obtained the coaguchek xs meter. On (B)(6) 2015, the patient's first meter result was allegedly 3.0 inr. On (B)(6) 2015, the patient's meter result was allegedly 2.7 inr. Based on the meter results, the reporter stated the patient's warfarin was "likely not adjusted" since both inr results were within the therapeutic range. The patient's therapeutic range was 2.5-3.5 inr. The patient's testing frequency was weekly. On (B)(6) 2015, the patient reportedly had a stroke. The patient reportedly experienced weakness on the left side of the body. The patient allegedly went to the hospital and was provided heparin to "clear clot." The patient had a computerized tomography (CT) scan performed but the results are unknown. Allegedly, the patient's doctors "theorized" that the patient may have had an existing clot prior to being diagnosed with atrial fibrillation and prior to warfarin and the use of the coaguchek meter, and this clot may have traveled to the brain and caused the stroke. The reporter "does not believe meter contributed to the stroke." It was reported that the patient has "some hesitation with some words, left leg possibly weaker than right, but can walk on both legs." In general, the patient has "no long lasting medical effects from stroke." Examples of additional information requested but not provided at this time include: the patient's meter and laboratory inr results from admission and hospitalization. Whether the patient's stroke was thromboembolic or hemorrhagic. The results of the CT scan. This MDR is being submitted in an abundance of caution.

Manufacturer narrative:
The test strips and meter were requested for an investigation, however, the test strips were not available for return. Replacement product was sent. The meter is not expected for return and has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation is the patient's wife/consumer.